Event description:
It was reported that a spectrum infusion pump in the intensive care unit did not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the reported "does not recognize closed door" as a door not fully latched alarm. The alarm was caused by a loose link screw. The link screws were replaced to correct this condition.